Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the unit had a system reset error. The control board cable connector was cleaned and reseated, and the unit was returned to service.

Event description:
The hospital reported the unit was switching off intermittently. There was no report of patient involvement.